Event description:
During pt use, when the ventilator was turned off by the operator, alarm sounded continuously and it could not be silenced. The care taker replaced the pt off the ventilator due to this incident. In order for the battery to be silenced, the internal battery was removed. No pt injury was reported.

Manufacturer narrative:
Evaluation summary: the reported unit was received and visually inspected and no anomalies were found. During testing, it was found that the reset button was non-functional. The reported problem was duplicated and it was due to the defective membrane.